Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy effluent, nausea and vomiting. The cause of the event was unknown. Two days after the event onset, the patient was treated with empiric therapy (dose, route and frequency were not reported) for peritonitis. Five days after the event onset, the patient was hospitalized and was treated with unspecified antifungal therapy (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Nine days after the event onset, the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.